Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the probe had broken around the outer pipe. Further, it was found that the fracture started from the origin of the cracked probe. There were no visible scratches or contact marks on the probe or on the non-insulated part of the grip. Possible considerations although a definite cause has not been identified, based on the results of the investigation as well as past data suggest that the probe detachment possibly occurred due to one of the following scenarios: 1) at the time of seal & cut output, a spark was generated because the probe was lightly touched by a device with a thin tip. 2) a load was applied to the probe when the spark occurred. 3) cracks occurred in the probe due to the load applied to the probe during tissue grasping and sealing & cutting output. 4) some kind of load was applied to the probe, and the probe broke. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 20 cm, front-actuated grip type s probe broke off. The reported issue occurred one hour into a therapeutic pancreaticoduodenectomy. The dropped probe piece was recovered, and the procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.